Event description:
Uveitis¿glaucoma¿hyphema (ugh) syndrome due to dislocation of the non pre-loaded za9003 model intraocular lens (iol) was reported after it's implantation in the patient¿s ocular sinister (left eye). The iol was explanted in a secondary surgical procedure and the patient was left aphakic as no replacement iol was implanted. During the lens exchange procedure, there were no sutures however an unplanned vitrectomy was performed. The following are all unknowns: whether the patient¿s daily activities were significantly affected, incision enlargement, medication prescribed (outside of standard care), or if medical attention was required. The iol directions for use were followed. Both fully recovered and unknown were provided as answers for patient status. The iol directions for use were followed. Patient information cannot be provided due to personal data privacy legislation/policy. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: male was the answer provided. Section a-4 patient weight: patient information cannot be provided due to personal data privacy legislation/policy. Section a-5 patient ethnicity: patient information cannot be provided due to personal data privacy legislation/policy. Section a-6 patient race: patient information cannot be provided due to personal data privacy legislation/policy. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4625 - unplanned vitrectomy all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 18-dec-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: a lens was received in an alcon lens case. During a visual inspection, the device was inspected under magnification. The lens was received cut in half. The halves were cleaned and presented with no other issues. Complaint issue "instability of device after implantation" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.